Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. While preparing a 2.50x32mm promus element¿ plus drug eluting stent for use prior to inserting into the unspecified guide catheter, the physician removed the stent from the protective hoop and noticed that the stent was not positioned on the balloon and not within the markers correctly. The procedure was completed with a different device. No patient complications were reported.